Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, landing zone measurements were obtained: ostium, 19mm to 21mm and landing zone, 17mm to 20mm. The imaging modality used during the procedure was transesophageal echocradiogram. There was difficulty implanting the device that included three partial recaptures. A tension test was performed. The device was implanted. On (B)(6) 2026, during a post implant follow up the device was found implanted distally.